Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test, and was unable to prime at 4.0 lbs during prime/compromised force sensor system test due to a loose/protruded drive support disk. The unit had a missing end cap sticker, a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
The customer called to report that he was stuck in the rewind prime loop and the device alarmed compromised force sensor system. The customer's blood glucose reading was 180 mg/dl. Customer was unable to exit the preparing to prime loop. Customer stated the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed to return the device for analysis, and it would be replaced.